Manufacturer narrative:
The reported event of fracture/high impedances was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to an ireland patient. It was reported the patient has been receiving inadequate therapy. An impedance check revealed high impedance. Imaging was performed and no anomalies were found. The patient later underwent an investigative surgical procedure on (B)(6) 2019. No anomalies related to the patient's lead were found. An impedance check was performed again and high impedance was still present. The patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow-up revealed the patient's lead was explanted and replaced to address the issue. Upon removal of the lead it was found to be fractured.